Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was not displayed due to damage to the charged coupled device, watertightness was lost due to a pinhole on the instrument channel tube, the universal cord protector on the scope connector side was scratched, the universal cord was dented, the universal cord protector on the scope connector side was cut, the universal cord was scratched, the scope connector cover unit was deformed, the bending angle in the up direction was out of standard, the illumination was poor due to breakage of the light guide bundle, and the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a screen blackout that couldn't be restored. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
Issue was found during a diagnostic bronchoscopy procedure. Completed with a similar device.